Event description:
It was reported that the right atrial lead perforated through the right atrial lateral wall. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event was lead perforation. As received only the proximal portion of the lead was returned in one piece. Visual and x-ray examination found no anomalies with the exception of procedural damage. Unable to perform tip stiffness test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts.